Event description:
On (B)(6) 2025, the user reported multiple dexcom g7 continuous glucose monitoring (cgm) sensor failures and switched to a freestyle libre 3 plus continuous glucose monitoring (cgm). The user manually entered a blood glucose (bg) of 311 mg/dl into the ilet and was advised to wait for the cgm warm-up to complete so the corrective algorithm could resume insulin dosing. A follow-up confirmed the new cgm was online and bg levels were stabilizing. The highest blood glucose (bg) recorded was 311 mg/dl. Bg was corrected through cgm calibration and the ilet correction algorithm. The user's reported symptoms during the event included headache and thirst. No medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.